Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ pump stop has been completed. The console logs from the reported day of event are consistent with complaint. The console was tested, but the issue was not reproduced. Because the console operated within specification during testing, it¿s been concluded that the pump stop was unrelated to the console. D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report 1220648-2024-12373 in accordance with updated procedures. F6/f8-should have been left blank on initial manufacturer device report 1220648-2024-12373. G1 reporting contact email revised on manufacturer device report 1220648-2024-12373 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 77-year-old female in st elevated myocardial infarction with ventricular tachycardia was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was being moved and the pump stopped. The pump also had an automated impella controller alarm. The team troubleshot by replacement of the automated impella controller, which worked. The patient still expired despite the pump support and with unknown neurological status the decision was made to withdraw care by the family. Pms team made the decision at the discretion of management to file as death. The death event occurred and no alternative cause for the death event was identified as the likely cause for the patient outcome.